Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the image guide fiber bundle (cfb). In addition, we confirmed that the control body fluid damage, the forward body frame fluid damage, the biopsy inlet t-piece fluid damage, the light source connector fluid damage, the ocular fluid damage, the cfb screen cover glass fluid damage, the screen mask fluid damage, the insertion flexible tube (ift) perforated, the insertion flexible tube (ift) buckled, the bending rubber dirty, and the insertion flexible tube (ift) dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).